Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal therapy. It was reported that the graft was broken into two pieces during insertion. No broken pieces were left in the patient and no further complications or symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.